Event description:
Additional information was received from the patient. The patient reported that they had switched programs and yesterday after they had a pt appointment they needed to find a bathroom but ended up leaking all over. The patient also mentioned that they did not feel the stimulation like they normally did when they last increased stimulation. Patient also mentioned that someone had met with them previously and told them only some of their programs work. The patient also mentioned having to use pads/diapers. The agent reviewed therapy adjustment considerations as well as stimulation expectations and maximum stimulation. The agent reviewed that patient could continue making therapy adjustments as needed. The patient was redirected to their healthcare provider (hcp) regarding continued symptoms and therapy adjustment confusion.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). To resolve the impedance issue of >4,000 ohms on all combinations of electrode 0, the rep stated programming options were added to the handset that did not utilize electrode 0. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1w4yg, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 08-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that their bladder stimulator has not been working good at all for the past 2-3 weeks. The patient said that they have been having leakage, and it has been getting worse and worse. Last night the patient saw a message on their controller that said the system was operating at the maximum settings. The patient was redirected to their healthcare provider to further address the issue. (Rep): additional information was received from a manufacturer representative (rep) on 2025-mar-21 the rep reported that there was an impedance >4,000 ohms on all combinations of electrode 0. As for troubleshooting, they performed an impedance test using the clinician application on the smart programmer. The representative stated that the cause of impedance likely due to a patient fall. The patient was unsteady on their feet and has had multiple falls over the last couple of years. The patient does not recall specific dates of falls. The issue was ongoing and no action was taken.